Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was completely black, without any graphics or text. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer continued to use current pump, relying on t:connect mobile app to interact/bolus with pump.